Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Per visual inspection: no physical damage to cartridge holder or inpen front and back shell was noted. Cartridge holder locks properly in place. Injection foot is missing. Leadscrew is bent. Inpen successfully paired to commercial app. Inpen received with missing injection foot and bent leadscrew. Unable to perform baseline/wireless functionality test and displacement dose accuracy test. Unable to perform leadscrew reset torque test due to missing injection foot. Inpen will not lock properly into torque tester. Performed encoder bond investigation and found that the encoder pattern wheel tabs fit properly into the keyed slots of the dose nut guides. No dialing/dispensing anomalies notes. Inpen passed front cap investigation. In conclusion: customer concern of inpen not communicating was not confirmed. Difficult to dial dose was not confirmed. Injection foot damage was confirmed. Leadscrew anomaly was confirmed due to bent screw. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Event description:
Information received by medtronic indicated that the customer reported a connection issue between the inpen pen and the mobile app. Troubleshooting was performed and found that paring issue was not resolved. It was also reported that dose knob/dial was difficult to turn. No harm requiring medical intervention was reported. The customer will continue the use the inpen and the device was returned for analysis.